Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was unable to connect with external devices. Reportedly, the patient underwent an rf procedure a week prior to the ipg becoming unresponsive. A company representative attempted troubleshooting but the issue persisted. Subsequently, the patient's physician replaced the scs ipg with a new one. Stimulation therapy was restored postoperatively.